Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that the device, whilst connected to a patient did not alarm audibly, no sound, when patients spo2 dropped. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to turn on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. When on, the highest brightness setting the screen starts to flicker slightly after a few minutes. Internal inspection showed the speaker was fully functional, the flex cable connecting the lcd to the system circuit board had been damaged and one of the spring connector pins on the system circuit board had been damaged. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event. (B)(6).